Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tool was removed from the pt at which time the pa attempted to clean tissue and debris from the jaws of the device. Upon this attempt, the silicone boot of the jaw became dislodged from the device. A replacement device was used to complete the procedure. There were no pt effects. The product was returned. The event occurred several weeks ago, but the sales rep was not made aware until (B)(6) 2010.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the jaws were burnt and the cold jaw silicone tip was peeling. The device had some evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot dislodged" was confirmed. The lot number could not be obtained, so a lot history record review could not be performed. Internal file number - (B)(4).